Event description:
Report rec'd from abbott international affiliate (abbott canada) of an overdelivery due to user error in programming the device. The report states: "overdelivery of morphine (40 mg over 5 hours). The intended dosage is unknown. The pt was fully awake and responsive but feels a bit drowsy. User error: programmed dose and dosage (vial) were different resulting in overdelivery. Morphine concentration: 5mg/ml." Upon further query to the affiliate, add'l info was rec'd. The pump was programmed with a concentration of 1mg/ml but the vial that was used was 5mg/ml. The pump was programmed to deliver 1mg every 7 minutes with no lockout. The pt reportedly rec'd the entire 150mg syringe between noon and 3 am the next morning. The pt did not experience a decrease in oxygen as a result of the incident. The reporter mentioned that it was difficult to change the rate on the pump. Though requested no add'l info was available.